Event description:
It was reported that the patient¿s lead was implanted and explanted the same day. During the implant procedure on (B)(6) 2025, the physician had punctured the lung with needle. The physician elected to explant the right ventricular (rv) lead. The physician elected to abandon the procedure. On (B)(6) 2025, the physician had successfully implanted the patient¿s pacemaker and two leads. Post implant procedure, the patient was in stable condition.

Manufacturer narrative:
The reported event was while implanting the lead, the physician had punctured the lung with needle. As received, a complete lead was returned in one piece with the helix was partially extended and clogged with blood/tissue. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies.